Event description:
This is filed to report single leaflet device attachment. It was reported that on (B)(6) 2021, a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted there was a restricted posterior leaflet and cords attached at the grasping site. Two clips were deployed on the mitral valve, reducing mr to a grade of 2-3. On (B)(6) 2021, echocardiography was performed and showed the first of the two implanted clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr did not increase; therefore, no additional treatment was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the single leaflet device attachment (slda) appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.